Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A father, calling on behalf of his daughter, reported the customer received low readings from the sensor scan in comparison to readings obtained on a competitor meter. On an unspecified date, customer received readings of 5 mmol/l and 7 mmol/l on the sensor and readings of 9 mmol/l and 13 mmol/l on the competitor meter respectively. On an unspecified date, customer experienced a seizure and lost consciousness. It was further reported that the customer was diagnosed with diabetic ketoacidosis and was hospitalized. Caller additionally reported that the sensor reads 17 points less than the built-in and 21 points less than the hospital reading. No further information was provided and attempts to gather additional information have thus far been unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore, no further investigation into the reader will be required. Dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All reviewed activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A father, calling on behalf of his daughter, reported the customer received low readings from the sensor scan in comparison to readings obtained on a competitor meter. On an unspecified date, customer received readings of 5 mmol/l and 7 mmol/l on the sensor and readings of 9 mmol/l and 13 mmol/l on the competitor meter respectively. On an unspecified date, customer experienced a seizure and lost consciousness. It was further reported that the customer was diagnosed with diabetic ketoacidosis and was hospitalized. Caller additionally reported that the sensor reads 17 points less than the built-in and 21 points less than the hospital reading. No further information was provided and attempts to gather additional information have thus far been unsuccessful. There was no report of death or permanent injury associated with this event.